Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the service center found the adhesive on the distal sheath was cracked, kinks and tear marks inside the channel. It was also noted the control knob was loose due to stretched angle wires and there were dents at the distal end on of the scope. The customer's complaint was not confirmed; no foreign material was found in the biopsy channel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus there is foreign material stuck in biopsy channel on their evis exera iii duodenovideoscope. There was no death, harm, or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since the user suggested event: ¿foreign material stuck in biopsy channel or forceps elevator¿ was not confirmed, it was not possible to specify the cause. From the past complaint, it may be assumed that the brushing method performed by the user facility was different from the one recommended by the instructions for use (IFU); and that the staff a the user facility was not trained sufficiently on device handling and usual reprocessing steps in accordance with the IFU. Olympus will continue to monitor field performance for this device.